Event description:
On (B)(6) 2025, it was reported that the user¿s ilet became stuck on the dexcom graph screen and could not exit. Both the user and a friend attempted to interact with the screen, including with a pencil, but the screen was unresponsive. Upon closer inspection, they determined there was a crack below the surface of the screen. A replacement ilet was arranged. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.